Event description:
It was reported that during service and repair pre-testing, it was observed that the battery oscillator device heated up but was functioning. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device passed all operational specifications. However, during testing, it was observed that the device heated up at the locking sleeve and saw head. Therefore, the reported condition was confirmed. It was noted that the oscillating head and bearings were worn. The assignable root cause was determined to be due to wear on internal mechanical components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.